Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the force sensor shim. This report is made based on results of investigation completed on (B)(4) 2011.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed large primes in the history. Investigators performed rewind and load cartridge continued to load, forcing out all fluids and triggering a no cartridge detected alarm. The force sensor calibration was not in specifications, it was low. There was a dimple found on the force sensor plate. The force sensor was removed from motor drive assembly and green contamination was found on force sensor shim. The reading in the forces sensor was not in specifications, it was high. The display lens was found to be scratched. The battery compartment was cracked and the battery cap was damaged. (B)(6).